Event description:
The home pat reported a system error 2240 alarm during automated peritoneal dialysis with the homechoice machine. During follow up with the pt, the hp reported that the hp connected a pt line extension to the homechoice set after the priming portion of therapy had already been completed. The pt discontinued treatment at the time of the 2240 alarm and re-started therapy with new supplies. There was no pt injury or medical intervention reported by the pt.